Manufacturer narrative:
An event for patient effects of heart block was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The investigation was unable to determined the cause for the reported heart block. The reported surgical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(6) - envision ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 29mm navitor vision valve was chosen for implant using a large flexnav delivery system. During procedure, the activated clotting levels were (act) 302s and heparin was administrated. A pre-implant balloon valvuloplasty was done with a 26mm non-abbott balloon. The valve was implanted at a depth of 4.96mm on the non-coronary cusp (ncc) and 10.6mm on the left coronary cusp (lcc). The patient experienced a third degree atrioventricular (av) block and a defibrillator single chamber was implanted.